Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure it was noted that the set screw on the pacemaker could not be tightened. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported complaint of loose or intermittent connection was confirmed. Analysis of the header showed stripping of the ventricle setscrew inset, which prevented the setscrew from being properly tightened, and this is consistent with user error. The device was received in normal mode. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.